Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse attempted to administer an IV push medication using a blunt needle cannula which ¿clogged the tube¿ resulting in blood back up from the IV site causing a leak out of the hub. No patient harm was reported as a result of the event and no further details are available.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of blood backing up and leaking from the distal y-site after the site becoming clogged during an IV push was confirmed. Visual inspection revealed the presence of blood all through the tubing below the lower y-site, continuing to the top of the site body. The septum remained pushed in and was turned on its side, blocking the fluid path. The hard plastic ring which holds the septum in place in the y-body was present and did not appear to be damaged. Because of the blocked fluid path, damaged y-site, and coagulated blood present in the tubing, functional testing was not possible. The probable cause of the leak and backup was damage to the y-site split septum, resulting in a clogged/blocked upstream fluid path. The cause of the damage was not identified.